Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was below the expected lower range, the impedance trend of the right ventricular pacing lead was rising, and diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense, low-voltage portion of the rv lead was capped and a new pace/sense lead was implanted. The high voltage defibrillation coils of the original rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited short v-v episodes, double counting associated to crosstalk. It was noted that the lead also exhibited gradual pacing impedance rise, decreased sensing and high threshold. The lead is still in use. No patient complications have been reported as a result of this event.